Manufacturer narrative:
To resolve the issue immediately, the customer exchanged the demo unit for an olympus loaner. Upon inspection of the returned device, the connection socket incorrectly detects the condition of the attached devices. The connection socket must be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source light-emitting diode was flashing when pulling out the connector. In addition, the xenon lamp did not deactivate although the spare lamp was flashing on display. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿front panel leds are blinking¿ was not reproduced and the cause could not be identified. However, it is likely due to the scope detection sensor being defective, i.e., if historical data is taken into consideration (a similar phenomenon was confirmed in c22076624). Therefore, it can be stated that front panel blinking was caused by the said malfunction. The phenomenon ¿scope detection does not work¿ seems to have occurred because of a faulty scope detection sensor that prevents the scope from being properly recognized. The cause of faulty sensor could not be identified. Olympus will continue to monitor field performance for this device.